Event description:
The plaintiff¿s attorney alleged that the patient experienced a cardiovascular event on (B)(6) 2010. A cardiovascular event on or about (B)(6) 2011, a cardiovascular event on or about (B)(6) 2012, and a cardiovascular event on or about (B)(6) 2012 after the use of the product.

Manufacturer narrative:
This one event (cardiovascular) of four events reported for the same patient involving two separate products.